Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient had sustained a fracture proximal femur, and this was fixed with a proximal femoral nail antirotation. Patient recovered well from (unrelated) post-operative events, and was mobile. 2 months after surgery. While doing minor activity she developed acute onset pain and inability to weight bear and the implant was found to have broken at the lag screw, date unknown. The patient was admitted and scheduled for revision of her fracture fixation. This required removal of intra-medullary nail and application of bone graft and plating with an angled blade plate, date unknown. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Additional narrative: additional evaluation was conducted. The report indicates that the examination of the raw material testing certificates and the manufacturing papers for part 04.027.268s lot 8227257 showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specifications and with the international standard iso 5832-11. This lot was manufactured in 2013, (B)(4) parts according to our specifications. All devices were sold meanwhile and are not aware of any quality problems or failures caused by faulty product. Based on the provided information and with out the involved part being returned no further evaluation is possible.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Corrected data: initially reported in error, actual event date is unknown.

Manufacturer narrative:
This device used for treatment and not diagnosis. The material papers were examined and found to be in specification. The device was measured and was found to be within specifications. A scanning electron microscope (sem) was used for the examination. After breaking, the two nail fragments rubbed against each other causing destruction of the fracture surfaces (abraded areas). At a higher magnification, fatigue striations were observed at the crack propagation zones and nearby. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. Based on the topography of the fracture surface, we can conclude that the implant was subjected to one sided high dynamic bending and axial loads. Constantly alternating load cycles during walking led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the nail. The pfna could not resist the applied force which finally led to the material overload /fatigue failure. The reduction of the cross section area and postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded.